Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, episodes of post-paced t wave oversensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
Additional information was received that additional episodes of post-paced t wave oversensing were observed on the device. No intervention has been performed at this time. The patient was stable.